Manufacturer narrative:
Date of product return provided the failure for heat was confirmed through functional testing, disassembly and visual inspection by the qa technician. Through visual inspection, the technician visually confirmed the components were affected by debris. The device was placed in parts retention.

Event description:
The cordless driver high speed bur attachment was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The cordless driver high speed bur attachment was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.